Event description:
Procedure type: cholecystectomy. According to the reporter: the black plastic that coats the shaft detached at the distal part. It did not fall into the pt. In order to solve the problem, they used a device which worked properly. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).